Manufacturer narrative:
Correction: b5 (executive summary). The reported event could be confirmed since the CT scan reveals that both components, talar and tibial show large cysts and some signs of loosening, there is also subsidence likely for the tibial component.. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that- both components, talar and tibial show large cysts and some signs of loosening, there is also subsidence likely for the tibial component. The underlying cause looks pretty much patient related, but remains unclear. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation, the issue occurred most probably due to patient related factors i.e. Poor bone substances. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery, the reason for the revision is cyst formation and loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery, however, the reason for the revision is still unknown.